Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06761. Related manufacturer reference number: 2938836-2019-06764. It was reported that the patient presented with pocket infection. The pocket was red and full of puss. The infection was treated by the explant of the system and IV antibiotics. The patient was recovering.